Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media post that the insulin pump was giving an unspecified pump error when the infusion set is not straight. No further details were provided and no products will be returned for analysis.